Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy, the clips were scissoring out of the casing because they were not closing correctly. The procedure was completed with a like device. There was no pt consequence.